Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of ligator housing detached. Imdrf device code a050501 captures the reportable event of bands unable to deploy. E1: (initial reporter address 2): the reported health care facility's address 2 is economic and technological development zone. H11: (additional information): b5, e1 (initial reporter address 1, initial reporter address 2, initial reporter city, and initial reporter zip/post code) and h11 (additional MFR narrative) have been updated based on the additional information received on april 24, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach to treat gastric varices during a varicose vein ligation procedure performed on (B)(6) 2025. After unpacking, the front end of the ligator was separated from the operator's end and the bands could not be released. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the anatomy location was the stomach; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on april 24, 2025: it was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach to treat gastric varices during a varicose vein ligation procedure performed on (B)(6) 2025. After unpacking, the front end of the ligator was separated from the operator's end and the bands could not be released. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: the complainant reported that the anatomy location was the stomach; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of ligator housing detached. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of ligator housing detached. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e1: (initial reporter address 2) the reported health care facility's address 2 is economic and technological development zone. Block h11: (additional information) blocks b5, e1 (initial reporter address 1, initial reporter address 2, initial reporter city, and initial reporter zip/post code) and h11 (additional MFR narrative) have been updated based on the additional information received on april 24, 2025. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted the ligator housing was not returned. The handle does not have evidence of trip wire being secured, and it was not pulled up to take up rest of slack. No other problems with the device were noted. The reported events of bands unable to deploy and ligator housing detachment were not confirmed. Upon analysis, it was determined that the device's instructions for use were not followed, as the trip wire was not secured into the handle slot and the slack in the trip wire was not taken up. Additionally, it was reported that the procedure was performed in the stomach; however, the device is not intended for the ligation of esophageal varices located below the gastroesophageal junction. Due to the lack of evidence and the absence of a proper evaluation of the device, the most probable root cause of this complaint is classified as cause not established. The available information did not allow for the identification of a more specific cause. Furthermore, without a proper device evaluation, it remains unclear what factors may have contributed to the reported events. The investigation results also did not identify any potential product quality issues or evidence of new patient harm.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach to treat gastric varices during a varicose vein ligation procedure performed on (B)(6) 2025. After unpacking, the front end of the ligator was separated from the operator's end and the bands could not be released. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: the complainant reported that the anatomy location was the stomach; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.